Manufacturer narrative:
There is an instruction that states, "never place humidifier in an area where it is accessible to children" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges her (B)(6) daughter put her hand over the humidifier steam output and received burns on her hand. There was not a report of property damage with this incident.